Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that the insulin pump alarmed a compromised force sensor system. The customer was trying to prime when the alarm occurred. The customer's blood glucose level was unknown. The insulin pump was not dropped. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, off no power test, self-test, rewind and unexpected restart error test. Device alarmed motor error during basic occlusion test due to loose/protruded drive support disk. Unable to verify prime alarm due to motor error alarms. Unable to perform occlusion test, prime test, off no power test and excessive no delivery test due to motor error alarms. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked case, missing end cap sticker and missing drive support sticker.